Event description:
Date of event - unk. A trupath biopsy device was used during prostate biopsy procedure. During the procedure, it was difficult to load the device. The physician had to pull the trigger several times before getting the indication to fire. The needle also fired on it's own, inadvertently, outside the pt. Though it did not cause any harm. The physician tried using the second of the same device and had the same two problems. The physician completed the procedure with a third of the same device with no pt complications. The pt is reported as fine.

Manufacturer narrative:
Conclusions: the suspect device is not available for eval. The cause of the reported event had not been determined. MDR reference number: 3005099803-2008-01120.